Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella rp device for mechanical circulatory support. It was reported that due to the patient¿s dilated right ventricle, the device could not be delivered. The procedure was aborted and the patient was placed on extracorporeal membrane oxygenation.

Manufacturer narrative:
Based on the clinical account, the root cause of the delivery issues was the patient's dilated rv. This report is being filed as part of a retrospective review of historical records.